Manufacturer narrative:
Product analysis: macroscopic and visual examination did not reveal any thread crest/flank damage. Functional evaluation with a sample screw head found the set screw was able to be fully engaged. The screw appears to function as intended. No fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog#: 5540430, 510k#: k113174 and UDI: (B)(4) is approved for sale in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l2 burst fracture; and underwent posterior fixation at l1-l3. Intra-op, after performing reduction with trauma device, when the surgeon attempted to perform final tightening of the set screw, the set screw on the left of l3 idled and cross-threaded. Set screw was explanted and was replaced. The screw was also removed and was replaced with another screw, and another rod was inserted. Final tightening could then be performed without any problem. Although there was a delay of less than 60 minutes in overall procedure time due to this event, no patient complications were reported.